Event description:
The customer reported that the database appeared to be unavailable or crashed. No patient injury reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative instructed customer on removing and forcing recovery of files. The recover was ongoing. No conclusion can be drawn as additional repair information is unavailable and no additional service information was provided. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.